Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer went to the hospital for high blood glucose and left his insulin pump on. Caller stated that she needed to change his infusion set. Customer was disconnected from the pump when he got home and did not have any insulin since he left the hospital. Customer's current blood glucose is 70 mg/dl.